Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the needle hub was coming off of her infusion set. The patient's blood glucose has been as high as 479 mg/dl. The customer's blood glucose at the time of call was 434 mg/dl. The customer experienced thrist. Troubleshooting was declined for the high blood glucose. The customer's blood glucose began to decrease after she changed her infusion set. The insulin pump was not returned for analysis.